Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was wrapped up near the device pocket and caused a lead dislodgement. Fluoroscopy confirmed the dislodgement. It was unknown how or why the lead had dislodged. The lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.